Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was "turned." The patient noticed the ins was not laying flat (B)(6) 2015 and was able to feel the ins was tipped to its side. She did not recall if anything had happened, she just noticed it one day. It was indicated the patient programmer was still able to connect to the ins and she was able to increase stimulation, but the patient wanted to stay at 2.2. No falls/traumas noted to be related to the issue. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be submitted.

Event description:
Additional information received from the patient reported that the doctor told the patient that if it started hurting he would want to see the patient. The patient did not know the circumstances that led to the issues. No steps had been taken to resolve the issues.

Manufacturer narrative:
(B)(4)

Event description:
Additional information from the consumer reported that she notified the managing physician about the device feeling turned and not lying flat. The patient noticed it sticking out but it did not hurt. The patient noted that nothing was done to resolve the issue- if it started hurting, they will fix it.